Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient was pre-operatively diagnosed with lumbar degenerative disc disease, l5-s1 and underwent following procedures posterior lateral pedicle screw instrumentation . Lumbar decompression at l5-s1 to decompress the l5 nerve root. Lumbar arthrodesis using compression resistant matrix, bmp soaked sponge, for arthrodesis at l5-s1. Lumbar decompression at l5-s1 to decompress the s1 nerve root. Use of locally harvested bone graft for fusion. As per op-notes, ¿..a construct of locally harvested bone, which had been morselized, bmp soaked sponge and compression resistant matrix was then placed into the lateral gutters, spanning the transverse process of l5 and sacral ala, which had been previously decorticated.¿ patient alleges unspecified injury due to the use of rhbmp-2.